Manufacturer narrative:
Section b3: date of event has been estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of connect power alarms occurring while the mobile power unit (mpu) was in use was not confirmed. The mpu (serial number unknown) was not returned for analysis, and no log files were provided. Available information for this event indicates that the mpu was exchanged in jan2025 to resolve the issue. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with connect power conditions. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a mobile power unit (mpu) exchange in (B)(6) due to random connect power alarms.